Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart xl defibrillator paddle set switch was not working during the shift check test. There was no pt involvement.